Manufacturer narrative:
Evaluation completed. One opened bl5523wvx pack from lot x2366 was returned. Visual inspection found the assembly dirty with fluid in the lines. There were particulates and dried solutions all over the outer needle shaft. There were debris visible in the port window. The tip protector was not returned. The needle was bent. The port window was in the opened position. The cutter looks used. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris system. The cutter did have good clean cuts. However, the cutter was partially clogged and does not aspirate as it should. Due to the returned condition, and evidence of use, the cause of the bent needle and partial clog cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device was requested but has not yet been returned. The device history records were reviewed and found manufacturing and sterilization records to be acceptable. The investigation is ongoing.

Event description:
The user facility in cyprus reported that during surgery the cutter stopped working and continued to aspirate. Surgery was completed after replacing the product with no additional complications or injury to the patient.

Manufacturer narrative:
The cutter was not returned so unable to investigate further for root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.